Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The customer identified the leak when the instrument was failing hemoglobin startup with and error message of dots (no result was generated). The volume of the leak was a few ml, source unknown, and was not contained within the instrument. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) tried to reproduce the leak with the customer through troubleshooting by rinsing/mixing, priming, and performing startups to the instrument; but the baths filled and drained without leaking. Cts also instructed the customer to run air samples, but no leak was observed either. The field service engineer (fse) evaluated the instrument and did not confirm a leak, but found the hemoglobin lamp off. He replaced the hemoglobin lamp and adjusted the gain resolving the error message. All qc passed specification. Identified failure mode: failure mode, cts was unable to reproduce the leak and the fse was unable to confirm a leak. The cause of the failing hemoglobin startups was the hemoglobin lamp was not working. The instrument operated as intended by generating hemoglobin dots (error message) during startup, alerting the operator to an instrument problem. No erroneous results were generated for this event. A defective hemoglobin lamp is likely to cause erroneous flagged, un-flagged or non-numeric hemoglobin and calculated parameters results due to incorrect hemoglobin blank and/or sample readings. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).